Event description:
The patient experienced a shocking/jolting sensation. She had increased her stimulation, but every time she bent over she got a shocking sensation. There was no accident or incident related to the event. She indicated that her device "was not working well for her". She was re-directed to her healthcare professional. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).